Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-15. H.6. Investigation summary: bd received samples from the customer facility for investigation. Two (2) samples were returned by the customer in support of this complaint. Returned urine cup was filled with water up to 120cc and ten (10) urine tubes (pcn 364915) were drawn satisfactory, the defect reported was unconfirmed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product h3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® urine collection cup experienced underfill or low draw of a tube. This event occurred 50 times. The following information was provided by the initial reporter: "urine tubes do not fill up when using urine cup 364941. The customer had filled 10 urine tubes and was expecting all 10 tubes to be filled up with 9.5 ml urine.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® urine collection cup experienced underfill or low draw of a tube. This event occurred 50 times. The following information was provided by the initial reporter: "urine tubes do not fill up when using urine cup 364941. The customer had filled 10 urine tubes and was expecting all 10 tubes to be filled up with 9.5 ml urine.